Event description:
Patient presented to the physician with a lump at the sense lead incision site. Patient received CT scan which showed the sense lead eroding into the pleural space. The physician surgically removed the sensor, which was in a thick fibrotic capsule. This resolved the issue and another sensor was implanted.